Manufacturer narrative:
On (B)(4) 2015 follow-up: customer reported that "everything has been going fine" since the reported event. Customer did not report if blood glucose level dropped below 120 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer reported programming blood glucose (bg) level of 142 mg/dl and pump recommended 10.92u of insulin. Customer did not notice large bolus delivery for a few minutes. Reportedly, 6.72u of the 10.92u were delivered before customer stopped the bolus. During review of pump data with tandem customer technical support, it was found that the customer had accidently entered bg of 142 into grams of carbs. Customer acknowledged entering bg value into carb value and pump suggested correct value due to incorrect entry. Customer stated wife was making a meal for him and indicated he would eat more carbs for the over-delivery. Customer's bg level at time of report was 129 mg/dl. Customer stated that bg level would be monitored closely.